Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient was hospitalized on (B)(6) 2024. Insertion site was arm. Patient was in coma state due to low blood glucose level. Length of hospitalization was one hour. The blood glucose level 40 mg/dl. Therefore, patient was treated with glucose. No further information available.